Manufacturer narrative:
Event date was not reported and has been estimated based on aware date.

Event description:
It was reported that a tear occurred. It was noted that the sterile bag for an opticross 6 hd imaging catheter was already ripped when the device was removed from the box. The sterile bag was replaced. There was no injury to the patient.